Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article: "successful pancreatic pseudocyst drainage using lumen-apposing metal stent for preventing re-rupture of splenic artery pseudoaneurysm," by takashi ito, et al. Per the article, a case of a 59-year-old man who underwent a pancreatic pseudocyst drainage using lumen-apposing metal stent (lams) was reviewed. The patient suffered pancreatic tail cancer and liver metastases and underwent successful chemotherapy, resulting in tumor shrinkage and disappearance of metastases. The patient later experienced abdominal pain and elevated serum levels of pancreatic amylase and c-reactive protein (crp). Despite not consuming alcohol recently, contrast-enhanced computed tomography (cect) identified a pancreatic pseudocyst with a patchy high-density area between the stomach and pancreas, suggesting a pseudoaneurysm rupture into the pseudocyst. Angiography confirmed a splenic artery pseudoaneurysm, which was embolized using transcatheter arterial embolization (tae) with embolic material. Subsequently, pseudocyst drainage was performed using lams to prevent pseudoaneurysm re-rupture. Both the lams and a double pig-tail plastic stent were placed in the pancreatic pseudocyst, resulting in the discharge of a large amount of blood and pancreatic juice. The pseudocyst then shrank, and serum crp levels decreased, allowing the patient to resume chemotherapy. The lams dislocated spontaneously without recurrence of the pseudoaneurysm. The patient continued chemotherapy and passed away 16 months after lams placement. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 1, 2023, was chosen as the best estimate based on the article received date of september 12, 2024, and the patient's death 16 months after the lams placement. Block d4, h4: detailed product information, including device availability for evaluation was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: takashi ito; tsukasa ikeura; koh nakamaru; masataka masuda; shinji nakayama; makoto naganuma. "Successful pancreatic pseudocyst drainage using lumen-apposing metal stent for preventing re-rupture of splenic artery pseudoaneurysm." International journal of gastrointestinal intervention 2025; 14:32-34. Block h6: imdrf device code a010402 captures the reportable event of "stent migration."